Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of lo results (less than 20mg/dl). Customer states that she feels well and requires no medical attention. The customer's expected blood result is 120-130mg/dl fasting. Verified the strips expire 7/22/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 256mg/dl and 228mg/dl not fasting. Customer stated that she became concerned and drank orange juice together with some dried fruit. I verified that the customer is not displaying symptoms of low blood glucose. Customer declined checking results in memory and does not have control solution.